Event description:
It was reported that the manufacturing representative charged the implantable neurostimulator (ins) to full, hit the x-stop key on the recharger and saw the totally full icon on her recharger. Within 1-2 hours, she read the device again before the implant and it showed her a message that the ins needed to be charged. The battery was ¿totally completed¿ and still in the box. The manufacturing representative did not use the device. This device was never implanted.

Manufacturer narrative:
Concomitant product: product ID neu_wrench_acc, serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the ins found no anomaly. The ins was received in an unopened shrink wrapped box with the service life not started. According to the trace report taken from the ins, the last recharge was done on (B)(4) 2014 and ended with the battery voltage at 4.060 volts (100% charge). When the ins was interrogated in the analysis lab on (B)(4) 2014, the battery was still at 100% charge (3.995 volts). There was no evidence in the trace report to indicate that the battery had ever depleted to the "lock" mode (<(><<)>3.575 volts). The ins battery was ¿topped off¿ with a recharger. Multiple interrogations were done to see if the battery depletion message showed up. No battery depletion message was observed and the battery was always at 100% charge. The ins passed functional testing. The reported event could not be duplicated.

Manufacturer narrative:
Analysis of the ins found no anomaly. The ins was received in an unopened shrink wrapped box with the service life not started. According to the trace report taken from the ins, the last recharge was done on (B)(6) 2014 and ended with the battery voltage at 4.060 volts (100% charge). When the ins was interrogated in the analysis lab on (B)(6) 2014 the battery was still at 100% charge (3.995 volts). There was no evidence in the trace report to indicate that the battery had ever depleted to the "lock" mode (<(><<)>3.575 volts). The ins battery was ¿topped off¿ with a recharger. Multiple interrogations were done to see if the battery depletion message showed up. No battery depletion message was observed and the battery was always at 100% charge. The ins passed functional testing. The reported event could not be duplicated.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.